Event description:
It was reported that the insulin pump alarmed button error during the bolus settings step. The blood glucose reading was 260 mg/dl, which was treated with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. However, the device had intermittent button response due to corroded keypad traces. It also had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.